Event description:
It was reported that a patient underwent revision surgery approximately 3.5 months post-operatively to address two fractured denali contoured deformity rods. This report captures the second of two rods.

Manufacturer narrative:
An updated communication received from the field indicates that only one denali contoured deformity rod fractured. This event is captured in 3004774118-2025-00053. Therefore, there is no allegation of device failure against the device captured in this record. This device is concomitant and this event is no longer reportable to the FDA.

Event description:
It was reported that a patient underwent revision surgery approximately 3.5 months post-operatively to address two fractured denali contoured deformity rods. This report captures the second of two rods.